Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The sion black guide wire was inserted inside the concomitant caravel microcatheter when it was returned for evaluation. Approximately 170mm of the distal part of the guide wire was out of the tip of the microcatheter; the guide wire was bent and deformed in a loop. The outermost polymer jacket was intermittently peeled off, stretched, and abraded so that the core and spring coil underneath were partially exposed. Two pieces of the peeled polymer jacket were also returned. Grooves or traces of the spring coil were on the surface; these were turned inside out. Microscopic observation of the catheter tip found approximately 2mm of the distal part of the catheter tip was missing. Multiple circumferential cracks were observed proximal to the torn end of the catheter tip where the distal end of the underlying braid tube was exposed. Stretching of the tip polymer and inner jacket were also observed at the torn end of the catheter tip. These finding indicated that tensile stress had contributed to tearing of the tip. On the tip surface, there was a mark that was likely made when the tip had interfered with calcium. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the polymer jacketed surface of the sion black guide wire had likely scraped by some hard and edgy object such as the exposed braid tube of the concomitant caravel microcatheter or heavily calcified lesion. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, it was unable to completely rule out a possibility that some fragment(s) of the polymer jacket might be left in the patient. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a heavily tortuous, heavily calcified 90-99% occlusion in the left anterior descending artery (lad) #7. The microcatheter was delivered over an asahi sion black after successful wire crossing. It was difficult to cross the lesion but the physician managed to cross the lesion with the microcatheter; however, it failed to navigate a peripheral bend. An attempt was made to remove the guide wire when it was found stuck inside the microcatheter. Both devices were pulled forcefully when the tip of the microcatheter detached from the rest. A new microcatheter of the same brand was replaced. A micro-basket was delivered to retrieve the separated tip without success. The physician determined to leave the separated tip in situ as it had no impact on hemodynamics. Stent deployment was successfully performed to reestablish blood flow. There were no adverse patient effects associated with this event.